Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed incoming functional testing. The last patient to use this monitor did report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor failed the pulse test. Upon investigation it was discovered that the j4 high voltage wire harness assembly was not seated correctly. The cause for the test failure was the improperly seated j4 connector. The root cause for the improperly seated j4 connector cannot be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.